Event description:
During robotic assisted minimally invasive direct coronary artery bypass (midcab) surgery a loud, high pitched noise was noted in the room and users could not locate the source. Biomedical and facilities engineering were brought in to try to determine noise source. Equipment was turned off in sequence to try to determine noise source. A cardiotomy reservoir used with the bypass system was finally determined to be the source. The vacuum was disconnected from the reservoir and the noise abated. Canister held for manufacturer evaluation.